Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, instrument channel, the air/water channel and the auxiliary channel of the device. In the evaluation of oekg the following was confirmed, lg/ccd cover glasses damaged. Lg/ccd cover glasses adhesive were porous and broken. Distal end cap cracked. Bending section adhesive were porous and broken. Bending section worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6) 2018] - acinetobactor species (4cfu/100ml); - bacillus species (1cfu/100ml); - kocuria species (4cfu/100ml); [(B)(6) 2018] - enterococcus species (13cfu/100ml); - bacillus species (1cfu/100ml); - yeast (18cfu/100ml); - staphylococcus species (1cfu/100ml); [date unknown] - unspecified microbes (unknown). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.